Event description:
It was reported that the sterile water could not be removed from the foley catheter balloon. Per follow up information received via ibc on 30apr2025, stated that during use, there was patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water could not be removed from the foley catheter balloon. Per follow up information received via ibc on 30apr2025, stated that during use, there was patient involvement. Per notification from ucc on 30jan2026, it was reported that the asymmetrical balloon about 80:20 and asymmetrical balloon 100:0 was found during sample evaluation on 07aug2025.

Manufacturer narrative:
The initial reporter's facility name: (B)(6). The reported event was unconfirmed. Received (6) photo samples. The photo sample was returned and could not be evaluated for the reported failure. No root cause could be found because the reported event was unconfirmed. Risk and labelling reviews are not required as the reported event is unconfirmed. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water could not be removed from the foley catheter balloon. Per follow up information received via ibc on 30apr2025, stated that during use, there was patient involvement.